Event description:
It was reported the patient felt she was overdosed following pump refills; would black out. The pump was subsequently explanted on the date of the report. The patient's status at the time of the event was stated to be alive with no injury. The pump was used to deliver fentanyl. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump revealed that upon receipt, the pump had fluid in the reservoir and was left running in minimum infusion mode. The pump logs were gathered with no anomalies found. The pump passed dispense accuracy testing; no anomaly was found with the pump.

Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. (B)(4).